Manufacturer narrative:
PMA/510(k) #: k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User advanced the needle through endoscopy to desired position, and complete the biopsy and retracted the needle while found out the tip of needle broken. User then changed to another same device to complete the procedure. If the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? Patient end. Please describe the location in the body for the intended target site (pancreas, stomach, etc). Pancreas. Please describe the size of the intended target site. 3.0x1.8cm. What is the endoscope manufacturer and model number that was used with this device? Olympus gf-uct260. Was gaining access to the targeted site difficult? Yes. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. Was needle penetration of the targeted site difficult? No. Was the stylet in place inside the needle when advancing into the targeted site? Yes. How many biopsies were obtained with use of this needle? 1. Did any section of the device detach inside the patient? No. If not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure.

Event description:
Supplement report being submitted due to lab evaluation completed on 06oct2022 visual inspection: distal end of needle examined and break observed approx. 7.7cm from tip of sheath. Needle removed from device and kink observed below sheath extender. Functional inspection: sheath extender able to advance and retract with no difficulty. Needle able to advance and retract with slight difficulty. Stylet removed from device without difficulty and no issue observed. Stylet re-inserted into device but unable to insert fully past the point where the needle broke distally.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation (B)(4) unit of echo-19 device of lot number c1884614 involved in this complaint was returned for evaluation, in its original packaging. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on 06 october 2022. Visual inspection: - distal end of needle examined and break observed approx. 7.7cm from tip of sheath. - needle removed from device and kink observed below sheath extender. Functional inspection: - sheath extender able to advance and retract with no difficulty. - needle able to advance and retract with slight difficulty. - stylet removed from device without difficulty and no issue observed. - stylet re-inserted into device but unable to insert fully past the point where the needle broke distally the proximal kink observed during the lab evaluation was not observed by the customer prior to shipping therefore no additional complaint is required. Document review including IFU review prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 of lot number c1884614 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1884614. The notes section of the instructions for use, IFU which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the device being used in a flexed or twisted position as advised by the customer in the additional info provided "6. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes" causing the needle to break distally. Another possible root cause could be attributed to the patient having torturous anatomy as indicated in the additional information provided by the customer "5. Was gaining access to the targeted site difficult? Yes" causing the needle to break distally. The proximal kink observed during the lab evaluation could be attributed to the device becoming damaged during the returns process as the customer confirmed that no kink was present prior to shipping. Summary complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up MDR report is being submitted due to the completion of the investigation on 17-apr-2023 and an update to the investigation conclusions.